Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a breast tissue marker placement, patient allegedly had a fluid collections with an infection which required an incision and drainage. It was further reported that the pathology revealed marked acute inflammation and granulation tissue consistent with abscess. Reportedly, the long term infection and inflammation causing the patient to wall off the clip and migrating to the skin and rejecting it. The current status of the patient was unknown.

Event description:
It was reported that sometime post a breast tissue marker placement, patient allegedly had a fluid collections with an infection which required an incision and drainage. It was further reported that the pathology revealed marked acute inflammation and granulation tissue consistent with abscess. Reportedly, the long term infection and inflammation causing the patient to wall off the clip and migrating to the skin and rejecting it. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the pga pad which was inserted with the clip. Based on the provided photo, the reported migration cannot be confirmed. Therefore, the investigation is inconclusive for the reported migration issue as no objective evidence was provided. A definitive root cause for the reported migration could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.